Manufacturer narrative:
Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely depressed creatinine (cre2) results. Hsc has reviewed the instrument data and the information provided. The siemens technical application specialist and customer care center discovered that for the old cre2 calibration, the customer had hydrated calibrator vials with 1 milliliter of water versus the recommended 2 milliliters of distilled water. Per the advisement of siemen's personal, the customer hydrated a new set of calibrator vials with 2 milliliters of distilled water for the new calibration. Quality control values had decreased by half after initial cre2 calibration and then recovered after recalibration. The issue was resolved by recalibration of the cre2 assay with properly hydrated calibrators. The cause of the event was use error due to improperly hydrating calibrator lot, 9ad058. No product non-conformance was identified with the assay or analyzer. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed creatinine (cre2) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s) and questioned. The same samples were reprocessed on an alternate instrument and higher results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed creatinine (cre2) results.